Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿200mg/dl¿ with the subject meter and ¿120mg/dl¿ on another meter over 30 minutes later. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed symptoms of ¿dizzy and feeling faint¿ and in response to these symptoms, self-treated with food and drink. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.